Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 74001, lot# n279550, implanted: (B)(6) 2011, product type: adapter. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1992, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1992, product type: lead. (B)(4).

Event description:
Additional information received about 2 months later reported that the revision was going to take place on tuesday, (B)(6)-2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had to be rescheduled. It was noted that the patient did not stop the blood thinners. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the battery would shut or turn off unexpectedly. Impedance testing was performed and impedances were normal. They were unable to explain why the battery would turn off on by itself. The patient was planning to explant the device and replace it with a new battery in the next couple weeks from the notified date. It was noted that the pain would return in an unknown location when the implantable neurostimulator (ins) would turn off. It was also noted that the leads had fractured. It was noted that the event occurred approximately around (B)(6) 2014 during post-op, but it was unknown what the cause of the event was, and it was suggested that the patient had 50% or greater symptom reduction. Six days after the notified date, the patient was in pre-authorization and was waiting to do a lead and battery revision. The day of surgery had not been determined. The patient was alive with no injury at the time of this report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.